Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 17-feb-2026, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 73-year-old male patient. There was no additional patient information available. Date: tested: result: heparin: heparin time: on (B)(6) 2026, 20000, 8:26, on (B)(6) 2026, 8:38, 322, on (B)(6) 2026, 3000, 8:40, on (B)(6) 2026, 8:51, 332, on (B)(6) 2026, 4000, 8:52, on (B)(6) 2026, 9:04, 332, on (B)(6) 2026, 4000, 9:08, on (B)(6) 2026, 9:19, 353, on (B)(6) 2026, 2000, 9:23, on (B)(6) 2026, 9:36, 363, on (B)(6) 2026, 10:05, 173, on (B)(6) 2026, 10:21, 414, on (B)(6) 2026, 10:43, 378, on (B)(6) 2026, 11:02, 373, on (B)(6) 2026, 11:37, 194. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.